Manufacturer narrative:
The customer reported that the rns would occasionally be found powered on with a gray screen. The biomedical engineer (bme) could restart the unit to resolve the issue, but then would find it yet again with a gray screen. No patient harm was reported. The customer was provided with an exchanged unit. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the rns would occasionally be found powered on with a gray screen.